Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID 2134265-2015-03357, 2134265-2015-05961, 2134265-2015-05963 and 2134265-2015-05964. (B)(6) clinical study. It was reported that in-stent restenosis and myocardial infarction occurred. In (B)(6) 2012, the patient presented due to unstable angina and was referred for cardiac catheterization. The next day, index procedure was performed. Target lesion #1 was a de novo lesion treated located in the mid left anterior descending (lad) artery with 80% stenosis and was 10mm long with a reference vessel diameter of 2.5mm. Target lesion #1 was treated with pre-dilatation and placement of a 2.50mm x 16.00mm promus element plus stent. Following post dilatation, residual stenosis was 0%. Target lesion #2 was a de novo lesion treated located in the ramus artery with 80% stenosis and was 10mm long with a reference vessel diameter of 2.5mm. Target lesion #2 was treated with pre-dilatation and placement of a 2.50mm x 16mm promus element plus stent. Following post dilatation, residual stenosis was 0%. The next day, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2015, the patient presented due to unstable angina and was hospitalized on the same day. Subsequently, cardiac catheterization was recommended. The 90% stenosis present at the distal lad was treated with placement of a 2.75x28.00mm promus premier stent and the 80% isr of the study stent deployed at ramus was treated with placement of a 3.00x15.00mm promus premier stent. Also, the 90% stenosis present at the ostium of ramus was treated with placement of a 2.75x12.00 mm promus premier stent. One day post procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2015, the patient presented emergently with exertional substernal chest pain associated with diaphoresis. Cardiac enzyme levels were noted to be elevated consistent with myocardial infarction (mi). The patient was referred for a scheduled cardiac catheterization. Two days later, coronary angiography was performed. The patient was referred for a coronary artery bypass graft (CABG) considering poor performance with drug-eluting stents and distal left main equivalent coronary artery disease (cad). Subsequently, the patient was withdrawn from clopidogrel. Four days later, a 2-vessel CABG was performed from saphenous vein graft (svg) to ramus, and left internal mammary artery (lima) to lad. Four days later, the event was considered resolved and the patient was discharged on aspirin and clopidogrel.